Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left bifurcation artery. A 28 x 4.00mm promus premier¿ drug eluting stent was advanced to treat the lesion but the distal stent strut was deformed when crossing the guide catheter. The physician saw the deformed stent strut during angiography and removed it right after. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the exposed proximal balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left bifurcation artery. A 28 x 4.00mm promus premier drug eluting stent was advanced to treat the lesion but the distal stent strut was deformed when crossing the guide catheter. The physician saw the deformed stent strut during angiography and removed it right after. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.